Manufacturer narrative:
External insulation abrasion was noted at 7.0cm to 7.4cm from the pin consistent with lead friction to the device. The explant date of (B)(6) 2018 was missing from this field.

Event description:
New information received on 1/22/18 indicated that patient presented on 20(B)(6) 2018 for right atrial lead revision procedure. The lead was explanted and replaced. The patient was stable after the procedure.

Event description:
It was reported that patient presented remotely via merlin.net transmission. Upon device interrogation, the right atrial lead exhibited noise causing automatic mode switch. The patient was brought into clinic, where the lead was still exhibiting noise. Lead damage was suspected. No intervention was performed. Patient did not experience any adverse consequence.